Manufacturer narrative:
Eval summary: no lot code or sample was provided by the customer. No further eval can be conducted at this time. A questionnaire was received from the optometrist on (B)(4) 2011. (B)(4).

Event description:
An optometrist reported within the last two years he has seen a half a dozen patients with corneal ulcers following use of this product. A questionnaire was received from the optometrist on (B)(6) 2011 where he reported contact lens wear was temporarily discontinued. He treated them with medication and switched them to a hydrogen peroxide contact lens solution. He reported the events resolved without loss of vision.